Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump displayed an ¿unable to proceed¿ message and was not delivering insulin, consistent with an occlusion and complete blockage associated with the tubing; after guided troubleshooting, the user performed a dry run to the 120-unit mark without supplies attached and was able to continue use, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during use, consistent with a complete blockage involving the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.